Event description:
Same case as MDR ID#2134265-2011-05284. It was reported that following a peripheral stenting treatment procedure restenosis occurred. 2 unspecified wallstents were implanted with 1cm overlap in the moderately tortuous left superficial femoral artery. The stents were considered to be well positioned and fully apposed. At an unspecified time following implant, the patient developed claudication symptoms. The stents were found to contain a 90% restenosis. A flextome mr- 4.00mm/1.5cm/140cm cutting balloon was advanced over a journey guide wire to treat the restenosis. The balloon was inflated twice to 6 atms. On the 3rd inflation, the balloon ruptured at 6 atms. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).